Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this his-purkinje pacing systems following transcatheter aortic valve replacements. It was reported that his bundle pacing was unsuccessful in seventeen (17) patients due to high thresholds in nine (9) patients and an inability to recruit distal conduction in eight (8) patients. Two (2) patients also developed an increase in his capture thresholds, one of which the lead was revised. No further patient complications have been reported as a result of this event.